Event description:
It was reported that the wedge pressure value seemed inaccurate and the balloon was found uninflated in ward. The catheter had been inserted and used in catheterization lab beforehand. There were no problems observed at inflation test and during use in catheterization lab. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Balloon ruptured in the central area, approximately 0.05" by 0.100" hole was observed. The catheter body was found to have a kink in the body tube which is located 53 centimeter proximal of the catheter tip. All through lumens are patent and they do not leak. This event was determined to be reportable following edwards standard procedures, inaccurate readings without any type of alarm or error message should be reported and fragments of the balloon were missing should be reported. A device history record review was completed and documented that the device met all specifications upon distribution.